Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was not working. Reportedly, the customer will continue to use the pump for continued insulin therapy. Customer¿s blood glucose level was 120 mg/dl.